Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh received a customer complaint where during the patient's transfer one of the sling's leg clip cracked and the patient fell back to the position they were being lifted from. Photo evidence received showed that one of leg clips is cracked from the top to bottom. When reviewing similar reportable events, we have found cases with similar fault description (clip broken). The occurrence rate observed for reportable complaints with this failure mode is currently considered to be low. The lift (tempo) and the sling which work as a system were inspected and found to have malfunctioned (not to specification) when the event took place. No malfunctions were indicated regarding the tempo lift but an on site inspection found the sling fitted with "grey" clips (15 years old) and one of the leg clips was found to be cracked. This was confirmed by pictures obtained of the involved sling. We can state that this type and production spread of slings were supplied with instruction for use's (IFU) that state the sling should be discarded after two years lifetime, or before that, when damaged. Therefore this sling was significantly past its lifetime, it should have been discarded and should not have been used, for many years. It has been established that the lift device (tempo) and the clip sling were being used for patient handling at the time of the event and as a result of a use error contributed to the malfunction and the outcome of the event. Within the scope of a manufacturer investigation, we could stop here, as this device clearly was used far beyond its intended and labelled lifetime. However as shown below we have found that: despite the device having been used years passed its lifetime, this does not appear to be the reason for clip breakage. The clip breakage is found most likely due to further off label use: not following the washing and drying instructions. Based on the information received regarding the incident and our product knowledge it comes forward that we see clip breakage occur in three general ways: from left to right, from top to bottom and at the lower bar (the weakest part of the clip). A breakage here is what is expected to occur when a clip is pinched with a force much higher than the force it will normally receive during use. In this event, we can clearly see, based on the photos attached, that the clip broke partially from top to bottom. This occurs when a clip is bent in e.g.: a washing press, with enormous force, while the left and right sides of the clip are pushed on. The tempo lift and sling instructions for use contain the crucial information: the useful life expectancy of the arjohuntleigh sling is approximately two years. Mechanical pressure - pressing or rolling, during the washing or drying procedures is not allowed. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct washing procedure and proper sling inspection for age and damages before each transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was de activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided following the conclusion of the investigation.

Event description:
On 29 apr 2016 arjohuntleigh received a customer complaint where it was reported that during a patient's transfer one of the clip in the sling broke. It was noticed that the patient slipped out of the sling and "hit her head on the leg support of the patient lifter". As a consequence the patient sustained a wound at the back of her head and wound on left lower leg. A special observation has been taken and external wound care on lower leg. It was indicated that the patient was hospitalized.